Manufacturer narrative:
(B)(4). Date sent: 4/24/2025 d4: batch #m9a19e corrected data: d4 (UDI) updated data: d4 (lot number, expiration date), h4 investigation summary ==> the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with two gst60d reloads present. The reloads were received fully fired. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. Additionally, photos were provided and they showed a device 60 mm from top view, with the battery pack present and with two gold reloads present. A manufacturing record evaluation was performed for the finished device batch number m9a19e, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 03/26/25. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: - was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? There was a staple formation issue. - how was the bleeding controlled?¿by using a surgicel hemostatic and additional sutures. - how much blood was lost (ml)?n/a did the patient require a transfusion? No blood transfusion required. No change in surgical procedure. Patient was discharged without any issue. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot assisted colectomy, hypoplasia occurred at the closure site on the 4th firing when gst60d was used to reconstruct delta in the body cavity. The assistant inserted the echelon through the assist port and adjusted the closure position at the 4th firing. When adjusted the position again, the handle got stuck, so it was manually released. After the resection position was decided, the firing sound stopped and the doctor continued firing. The doctor did not feel that something was wrong with the firing sound, firing speed and the knife release sound. There was no problem with the formation of about 30mm at the proximal end 60mm closed part. 30mm back part was hypoplastic (attached a tissue photo of the removed side with the permission of the hospital). Hypoplasia was many, so additional buried suture with v-loc was performed to complete the case on staple line. There was no problems on the patient's condition on 11th march. The assistant and doctor did not feel anything hard when grasping. There was unusual bleeding in the cavity so surgicel was placed when creating the cavity with delta at the 3rd firing. It was lifted with a 3-0 prolean and towed while being closed when closing at the 4th firing. There was no patient consequence nor surgical delay reported. Additional information requested.